Event description:
Related manufacturing report: 2017865-2025-14703. It was reported that patient presented in clinic. The patient's right atrial (ra) lead exhibited low sensing and low pacing impedance. The ra lead was explanted and replaced. During procedure, the left ventricular (lv) lead became dislodged. The lv lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The report events of p-wave amp variation and low pacing impedance were confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead found two external outer insulation abrasions exposing the outer coil consistent with friction to another device or feature of the heart, noted at 6.3cm to 6.5cm and 22.6cm to 22.8cm from the distal tip., and two external outer insulation abrasions exposing the outer coil consistent with friction to the device can, noted at 33.2cm to 33.5cm and 33.9cm to 34.2cm from the distal tip. Procedural damage to the outer insulation noted at 9.1, 12.2, 18.7, and 21.1 cm from the distal tip. The cause of the reported events was due to exposure of outer coil in the abrasion zone.